Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2508) on 03-nov-2015. The most recent information was received on 16-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and abortion spontaneous ('abortion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), headache ("very severe headaches"), abdominal pain ("severe abdominal pain"), pelvic pain ("severe pain"), pelvic discomfort ("discomfort"), infection ("frequent infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms"), hypersensitivity ("hypersensitivity") and device expulsion ("coils had come out") and was found to have a pregnancy with contraceptive device ("pregnant"). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, migraine, genital haemorrhage, autoimmune disorder, hypersensitivity and device expulsion outcome was unknown, the pregnancy with contraceptive device had resolved and the headache, abdominal pain, pelvic pain, pelvic discomfort, infection and vaginal discharge had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, autoimmune disorder, device dislocation, device expulsion, genital haemorrhage, headache, hypersensitivity, infection, migraine, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 03-nov-2015. The most recent information was received on 15-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and abortion spontaneous ('abortion') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2. Previously administered products included for an unreported indication: depo. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), headache ("very severe headaches"), abdominal pain ("severe abdominal pain"), pelvic pain ("severe pain"), pelvic discomfort ("discomfort"), infection ("frequent infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms"), hypersensitivity ("hypersensitivity") and device expulsion ("coils had come out") and was found to have a pregnancy with contraceptive device ("pregnant"). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, migraine, genital haemorrhage, autoimmune disorder, hypersensitivity and device expulsion outcome was unknown, the pregnancy with contraceptive device had resolved and the headache, abdominal pain, pelvic pain, pelvic discomfort, infection and vaginal discharge had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, autoimmune disorder, device dislocation, device expulsion, genital haemorrhage, headache, hypersensitivity, infection, migraine, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: no. Of coils: right-four coils were seen in the uterus, left-two coils were visualized at that ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information , patient details , other relevant history added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 03-nov-2015. The most recent information was received on 28-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and abortion spontaneous ('abortion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), headache ("very severe headaches"), abdominal pain ("severe abdominal pain"), pelvic pain ("severe pain"), pelvic discomfort ("discomfort"), infection ("frequent infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms"), hypersensitivity ("hypersensitivity") and device expulsion ("coils had come out") and was found to have a pregnancy with contraceptive device ("pregnant"). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, migraine, genital haemorrhage, autoimmune disorder, hypersensitivity and device expulsion outcome was unknown, the pregnancy with contraceptive device had resolved and the headache, abdominal pain, pelvic pain, pelvic discomfort, infection and vaginal discharge had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, autoimmune disorder, device dislocation, device expulsion, genital haemorrhage, headache, hypersensitivity, infection, migraine, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: events added: migration, coils had come out, abnormal bleeding, autoimmune or hypersensitivity symptoms. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.